Event description:
It was reported the device was continuously beeping and had a damaged rear case. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a damaged housing. The customer stated problem was duplicated. Replaced faulty downstream occlusion sensor and damaged housing. The cause of the reported problem could not be determined. The damaged housing was due to user manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.